Manufacturer narrative:
This report is submitted on october 12, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site. Subsequently, the device was explanted on (B)(6) 2022. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported). This report is submitted on january 04, 2023.